Event description:
The patient reported the piston rod on her insulin infusion device is stuck. She stated she tried 3 times before she was able to retract the piston rod and then when she tried to adjust it for a half a cartridge, the piston rod would not move forward. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.